Event description:
It was reported that during a pci procedure, the rotawire tip separated and remains in the pt. The lesion was 75% stenosed and in the calcified proximal to mid left anterior descending artery (lad). The rotawire was advanced into the distal lad, and atherectomy was performed in the proximal to mid lad. Their runs were made with a maximum speed of 197,000 rpms, and then the tip of the rotawire separated. The physician attempted to retrieve the tip of the rotawire with a snare, but was unsuccessful. The procedure was completed with this device, and no further complications were reported. Pt status was reported as 'good'.

Manufacturer narrative:
.